Event description:
At an unk date in (B)(6) 2009, that pt underwent a surgical procedure where a cancello-pure wedge xenograft was implanted along with plate and screws. Approx four months later, the plate broke and the pt began experiencing pain. On (B)(6) 2009, the pt underwent removal of the wedge, plate, and screws due to non-union.

Manufacturer narrative:
Preliminary investigation: a re-review of mfg records was conducted. The xenograft passed all release criteria prior to distribution. No departures were noted. The xenograft underwent two validated sterilization methods to achieve a sal of 10-6; biocleanse prior to packaging and gamma irradiation post packaging. A re-review of biocompatibility validations and comparison of current processing techniques, eval of rep mfg episodes, foot/ankle literature review and add'l in vivo and in vitro testing of various bovine product was conducted. Histological testing of returned xenograft is pending. A request for the pt's medical records has been submitted to the physician's office. Follow-up with conclusion will be submitted upon completion of the analysis of the returned graft.